Manufacturer narrative:
E1 phone number (B)(6). Investigation is underway. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported by an edwards lifesciences affiliate in the united kingdom, regarding an implant of a 26mm sapien 3 ultra resilia valve in the aortic position by transfemoral approach. During valve deployment, at the end of the inflation using plus 2cc, the 26mm commander delivery system balloon burst. During the withdrawal attempt, the commander delivery system was pulled to the descending aorta and snare technique was used to reduce size. Despite this, the balloon had a complete radial tear and folded back on itself when trying to be retrieved through the distal tip of the 14f esheath plus. Then, the commander delivery system was removed as a unit with the esheath plus causing a dissection of the iliofemoral vessel that required a covered stent and ballooning. After device removal, it was observed that the esheath plus had a kink in the distal part and the liner fully delaminated. The patient was noted to be stable and discharged on post operative day 4.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned devices were visually examined, and the following was observed: the liner was fully expanded. The sheath distal tip opened but split. The liner bunched at the distal end towards the hub. Liner was partially delaminated 4cm in length at 4 cm from distal tip. Liner fully delaminated 1 cm in length from distal tip. C marker band attached to sheath shaft. There were several kinks observed at distal end of sheath. Imagery was provided for evaluation. Imagery was provided and the following was observed: sheath shaft kink and liner bunched towards the hub. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting, or showing evidence of, sheath liner delamination manifested during withdrawal of the delivery system has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to withdrawal of altered balloon profile, non-coaxial alignment, patient factors, and/or excessive manipulation. In addition, c-marker band separation can occur as a result of device manipulation used to overcome the withdrawal difficulty. The reported sheath liner delamination was confirmed based on the evaluation of the returned device. Available information suggests that procedural factors (withdrawal of altered balloon profile, device manipulation) likely contributed to the event as the balloon burst during the valve deployment. Withdrawal of a delivery system with an altered balloon profile (burst/torn balloon, residual fluid in balloon, etc.) Can lead to the system to catch onto the sheath liner. The operator may apply device manipulation to overcome any difficulty, which can further delaminate the liner as the delivery system is pulled through the sheath. The reported sheath kinked, bent and sheath distal tip split were confirmed based on the evaluation of the returned device. However, no manufacturing non-conformances were identified during evaluation of the complaint device. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. Per device evaluation, the sheath distal tip was found to be split, the liner was fully delaminated circumferentially and the sheath shaft was kink. In this case, the balloon of the associated delivery system had burst. Withdrawal of a delivery system with an altered balloon profile can lead to the system to catch onto the distal tip and liner, leading to distal damage/split and the sheath shaft to kink. The operator may apply device manipulation to overcome any difficulty, which can further damage the tip or sheath shaft as the delivery system is pulled into and through the sheath. As such, available information suggests that procedural factors (withdrawal of altered balloon profile, device manipulation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information. Sections: b1, b2, b5, g3, g6, h2, h6 device code, type of investigation, investigation findings, investigation conclusions have been updated. The device was returned for evaluation. Visual inspection showed the liner fully expanded and distal tip opened, but split. Liner bunched at the distal end towards the hub. Liner partially delaminated 3cm in length at 7 cm from distal tip. Liner delaminated 1 cm in length from distal tip. C marker attached. Three (3) kinks observed at 7cm, 5cm and 4cm from distal tip.